Event description:
During bypass, as the product was being secured in place with suture, the cannula material was damaged near the area of wire reinforcement. The device was replaced during the case with no pt complication reported other than blood loss.